Event description:
It was reported that a patient underwent an uneventful obturator sling procedure in 2007. At the patient's post-operative visit, no abnormalities were noted. The patient was continent and happy until approximately three months ago when she became sexually active. Both the patient and her partner had discomfort with intercourse and the patient could feel exposed mesh in the suburethral area with her finger. The patient was seen by the surgeon in 2008, who confirmed a half inch of exposed tape in the suburethral area. The surgeon opines that the best approach would to be try to re-cover the exposed mesh after freshening the vaginal edges.

Manufacturer narrative:
Date sent to the FDA: 10/23/2008. Dyspareunia occurred. Mesh exposure occurred, - mesh exposure occurred, conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.